Event description:
The consumer reported that the patient had a tooth type of 4, the consumer also reported that primary stability was not achieved.

Manufacturer narrative:
The consumer reported that the patient had a tooth type of 4, the consumer also reported that primary stability was not achieved.